Event description:
Dose calculations are incorrect for a photon beam with blocks having transmission not equal to zero and when using 3d eqtar inhomogeneity correction. Under typical treatment setups the problem may result in dose calculation differences which are small (in the range of 0-5%) or will be readily apparent during normal plan review. (Versions affected: v2.0 and v2.1).